Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility registered nurse (rn) reported a blood leak observed in the hansen connector. Follow-up was made with the rn, who stated the patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately three minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 500. The rn stated a baxter ¿revaclear max¿ dialyzer was used at the time of the blood leak. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 200ml. Blood was visually noted in the dialyzer and hansen line and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on a different machine without issue. The patient dialyzed 3 times a week. The machine was tested and placed back in service without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility registered nurse (rn) reported a blood leak observed in the hansen connector. Follow-up was made with the rn, who stated the patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately three minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 500. The rn stated a baxter ¿revaclear max¿ dialyzer was used at the time of the blood leak. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Blood was visually noted in the dialyzer and hansen line and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on a different machine without issue. The patient dialyzed 3 times a week. The machine was tested and placed back in service without further issue.